Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (s/n nmd720957h) found insignificant anomalies. (B)(4). Analysis of the lead (s/n (B)(4)) found no anomalies. Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97791, lot# n500126, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
It was reported that the lead was compressing the spinal cord and was explanted along with the implantable neurostimulator (ins). The issue was later resolved and it turned out to be a epidural hematoma. The device was returned and received by the manufacturer on (B)(6) 2015. The event occurred during normal use. The patient status at the time of this report was "alive-no injury."